Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that following devices are returning: 1864g lot # tabddb x 2 box faulty sutures - breaking during use. 698h lot # sabhcz - faulty sutures - breaking during use. Please provide the following information: please confirm the quantity of sutures that broke during this procedure. How many from product code1864g (lot # tabddb) and how many from 698h (lot # sabhcz). Were there any patient consequences? The complaint was received on 03/07/2024 with an alert date of 02/13/2024. As stated in the j&j md&d standard operating procedure, ¿complaint information must be reported to the complaint handling unit (for complaints recognized by any employee or authorized representative) within twenty-four (24) hours from the alert date.¿ because this complaint was received late we are potentially out of compliance with the FDA regulations. Please provide the late complaint justification: please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events reported via: mwr-11032024-0001590606, mwr-11032024-0001590607, mwr-11032024-0001590608.